Event description:
Siemens became aware of a malfunction that occurred while operating the sensis system. During a patient procedure, the device displayed an incorrect spo2 value. The device showed the sp02 reading at 100% while the patient skin turned bluish. Detailed investigation into whether, and to what extent, the system contributed to this condition is currently ongoing. The procedure was continued on an alternate system.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported issue. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
The detailed investigation of the reported event and the provided log files identified no deficiencies or malfunctions of the siemens sensis system. The analysis, however, did indicate that the spo2 readings were unstable; with the sensis system intermittently displaying either the spo2 value (fluctuating rapidly in the range of 85-98) or no value at all. This behavior is consistent with one or more of the following conditions: - loose sensor connection. - intermittent or missing communication with the spo2 sensor. - defective spo2 sensor hardware. The sensis system does not modify, filter, or post-process spo2 values received from the sensor. All spo2 data displayed on the real-time screen reflects the values provided directly by the spo2 sensor. Furthermore, the sensis system stability was verified, ruling out any potential for system freezes or software errors. The spo2 sensor was identified as the likely root cause. Furthermore, this conclusion is supported by the absence of further incidents following the replacement of the affected sensor. The defective sensor was disposed of by the user and, therefore, was not available for further investigation. As the spo2 sensor is an OEM component, the manufacturer nonin was informed. The sensis system operated as intended and within specification.